Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient received inappropriate therapy for af with rapid ventricular response. The rvr was being conducted down one to one ratio at rates that fell within the vf zone. Consequently, there was loss of atrial sensing as atrial activity was falling into blanking. Both the device detection rate and interval were reprogrammed. The patient received an increase in medication in order to decrease the atrial fibrillation. The patient condition is stable.